Manufacturer narrative:
Evaluation results: one domestic hotline was returned for investigation in used condition. Visual inspection revealed that the following new water tank and other new parts looked bowed. The investigator subsequently filled the tank with water. The customer reported product problem (leaking from the bottom of the tank) was confirmed during the test. The product problem occurred because the user torqued the screws on the tank cover. This caused it to crack. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Information received a smith medical fluid warming/level 1 hotline low flow systems - had failed gasket and failed water tank, causing leaking. The customer is stating the parts of gasket and tank cover failed. Asking for replacement gasket part and water tank part. Unknown if patient involvement with device.  Leaking could cause risk for clinician to fall or other electrical risks.